Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. The remote service engineer (rse) reported that the device would not power on and has no leds illuminating under ac or battery power. It was then reported that the customer did not have training and was unaware of how to remove the top cover of the unit for further troubleshooting. Additional assistance was requested. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The quote that was provided to the customer was rejected, and no further actions were performed by philips. It could not be confirmed if the customer replaced the specified parts or if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17428. Updated contact information and contact office entity.